Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint for metal debris; however, confirmed the complaint for the pin component breaking out of the holder assembly. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal debris coming out from acetabular cup instrument.